Manufacturer narrative:
An investigation of the reported condition was performed. Since no samples were returned, the issue could not be confirmed. A device history record (DHR) review was completed for lot. There were no manufacturing issues related to the complaint issued for this lot. The potential root causes were determined to be the accuracy and consistency of the scales used to weigh the sponges had not been verified. The procedure to set up the scales did not reflect the current process. For smaller size product codes, extra movement is performed by rotating the sponges prior to banding and there were no guidelines for the tightness of the band. The corrective actions were implemented, which was after the manufacture date of the returned lot. Therefore, no additional actions will be taken at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reported an incorrect count of gauze in the pack.